Event description:
According to the reporter, during a gastrectomy procedure, the sleeve was torn during the insertion of the dilator. The surgeon used the new one. There was no medical intervention or patient injury. There is no patient involved in this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was not used in a surgical procedure. The visual inspection of the returned product noted that the obturator and trocar appeared to be intact. Pmv performed functional testing which noted that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.